Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence. A new cartridge was successfully loaded to address the issue. Additionally, a cartridge alarm (alarm 09) occurred. Customer's blood glucose was between 100-200 mg/dl. Reportedly, the cartridge was loaded with 250 units. Customer loaded a new cartridge and insulin delivery was resumed.